Event description:
This ra lead sensed r-waves (farfield) as well as mechanical noise. As noise was also seen in the rv, a device header issue was suspected. The noise is randomly distributed, and is not continuous. It is low frequency, and has small amplitude. No adverse patient effects were reported. (B)(6) event date: on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).